Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be correctly interrogated. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was unable to be interrogated due to the ER nurse did not plug the wand in when using the consult unit, the device was successfully interrogated after the patient was admitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be correctly interrogated. The device remains in service. No adverse patient effects were reported.